Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer and her spouse reported via phone call that her blood glucose was running high and she was in the hospital for some time, but it was not diabetes related. Customer's blood glucose was 481 mg/dl. Customer treated with a manual injection. Customer had symptoms of high blood glucose such as tiredness. Customer treated with a manual injection. Customer ran a manual prime and the insulin did exit the tubing. Customer was assisted with correcting the basal rates and bolus wizard settings. Customer had 3 no delivery alarms in the alarm history but they were correct. It was found that the basal rates were not running since she had it at 0.0. Customer also needed her meter to set to her pump. The call was disconnected and customer's spouse did not want to know about the external ram crc error alarm and unexpected restart alarm. Customer's spouse wanted to stop troubleshooting.